Manufacturer narrative:
(B)(4). Results: packaging foreign matter, uncut washer - unblemished the analysis results found that a device was received non sterile and in good visual condition; a little piece of wire was returned along with the device. The piece of wire was analyzed and does not belong to the device. Further analysis showed that the device was received with the washer uncut and no staples present. It is possible the device was activated deploying the staples without cutting the washer. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on what caused the reported event, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that before a laparoscopic sigmoid procedure, after opening the stapler one little piece of wire like an unformed staple fell out of the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient.